Event description:
It was reported that an increase in shock impedance measurements was noted when it comes this right ventricular (RV) lead. In addition, five shocks were delivered for a ventricular fibrillation (VF). The first four shocks did not convert the arrhythmia while the fifth shock did. Technical Services (TS) noted that possible defibrillation threshold (DFT) testing would need to take place to confirm conversion in the future. It was In addition, high out of range shock impedance measurements were recorded. No adverse patient effects were reported. The RV lead remains implanted.Additional information noted that this patient has been on long term medication which has caused a chronic rise in defibrillation threshold (DFT)s. A change in medication was discussed as a result.